Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results when testing with cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The alleged samples were initially tested with the cobas® liat® system and generated sars-cov-2 positive, influenza a positive, and influenza b negative results. The same samples were repeated with the same device and were sars-cov-2 negative, influenza a positive, and influenza b negative. Note, patients 2 and 3 (run #(B)(6)) were repeated with another platform (bd max¿ sars/flu) resulting in sars-cov-2 negative, influenza a positive, and influenza b negative results. The negative results were released. No apparent harm or injury occurred in relation to the event. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 3 mdrs will be filed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
A review of the data showed true amplification for the flu a and sars-cov-2 targets and no abnormalities were observed. The instrument was found to be stable and there are no indications of a hardware issue. The alleged lot 20207x was internally tested and the allegation was not observed. No product problem or systemic issue was identified.